Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device failed pretest for general condition and the housing was deformed. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the lid on the battery handpiece device lid did not stay on the battery device anymore. There were no delays to the surgical procedure. It was unknown if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
During further evaluation, it was determined that the bearings were defective and did not function. It was further determined that the device failed pre-tests for check of free moving, check falling out protection (steal ring), check fitting of the lids, check function of all modes, check response of on/off trigger, check proper function of the triggers, check for leakage, marking & labeling and check status of development. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.